Event description:
The radiopaque marker detached from the ercp catheter and was briefly wedged in the papilla. Physicians were able to safely pass the marker into the bowel to allow it to pass through the pt with the stool. Ballard medical products has no first hand knowledge of the allegations, but is relaying info received from outside sources pursuant to federal regulations.